Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 20 events were reported for this quarter. 18 devices were received for evaluation; 17 events were confirmed during testing. 17 devices were found to be affected by disassembly. 1 device evaluation is in progress. 2 devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events in which the devices disassembled. 16 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact. 1 reported event had no known patient involvement or patient impact. 2 reported event s had no information available from the facility regarding patient involvement or patient impact.

Event description:
This report summarizes 20 malfunction events in which the devices disassembled. 17 reported events had no patient involvement; no patient impact. 2 reported events had patient involvement; no patient impact. 1 reported event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 3 previously reported events are included in this follow-up record.   Product return status: 3 devices were received for evaluation.   Evaluation status: 3 reported events were confirmed during testing. 2 devices were found to be affected by a cracked trigger housing. 1 device was found to be affected by a broken/missing trigger assembly. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.